Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported the patient presented with pain and underwent aspiration of the knee and nerve block ablation in the knee.